Event description:
The manufacturers service engineer ordered, and then returned to replace, the power supply to address the reported problem.

Event description:
The international customer reported the device would not power on. No patient involvement.